Event description:
Covidien received information stating during patient use, the ht70 plus ventilator generated a backup battery error while plugged into an alternating current (ac) power source. The reported condition could not be duplicated. The patient was removed from the ventilator and transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The reported condition could not be duplicated, however, the device was replaced.(B)(4)